Event description:
During the implantation procedure, it was reported that the stylet went through the lead. The lead was not implanted; a new isoline was implanted successfully. Note: qa was not notified of this case until december 5, 2011.

Manufacturer narrative:
(B)(4) 2011: a response from the manufacturer is pending. (B)(4).

Event description:
During the implantation procedure, it was reported that the stylet went through the lead. The lead was not implanted; a new isoline was implanted successfully. Note: qa was not notified of this case until (B)(4) 2011.

Manufacturer narrative:
(B)(4). A response from the manufacturer is pending. Device was not returned